Event description:
Additional information received from the manufacturer's representative (rep) reported there was probably nothing wrong with the leads but that the healthcare provider (hcp) was very particular.

Manufacturer narrative:
Product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, product type: screening device. (B)(4).

Event description:
The manufacturer's representative (rep) reported that during trial upon opening the outer film, it was stuck to the inner package with both trial leads. The healthcare provider (hcp) decided to not implant these trial leads and these leads were not in contact with the patient. There were no applicable symptoms regarding this event. Please see manufacturer report #2649622-2016-00107 for information on the patient's concomitant product.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the packaging for the lead (serial # (B)(4)) found there was an improper seal between the lid and the tray. Evaluation codes were updated upon analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.